Event description:
Pt undergoing egd with deployment of bravo capsule for ph study. The capsule introducer was inserted down at 33 cm and the attempted deployment was done, but the bravo capsule failed to fire or release when activated. The introducer was withdrawn and the capsule was noted to still be attached. Upon redoing the process and manipulating the probe a second time, the capsule still did not fire. Pt remained under mac for add'l 15 minutes while new probe capsule was calibrated.